Event description:
It was reported that following the implant procedure, the patient came directly out of the operating room (or) complaining of severe new pain in the right foot only. The physician believed that a nerve was possibly bumped during the procedure. The patient was admitted to the hospital for pain control and magnetic resonance imaging (MRI) was done, however, nothing was seen that needed to be addressed. The patient was then transferred to rehabilitation.

Event description:
It was reported that following the implant procedure, the patient came directly out of the operating room (or) complaining of severe new pain in the right foot only. The physician believed that a nerve was possibly bumped during the procedure. The patient was admitted to the hospital for pain control and magnetic resonance imaging (MRI) was done, however, nothing was seen that needed to be addressed. The patient was then transferred to rehabilitation. Additional information was received that the patient was readmitted to the hospital due to low blood pressure and over medication. However, the patient was doing well with the spinal cord stimulator (scs) and the pain in the right foot had already improved.